Event description:
It was reported that during training, a battery fault alarm occurred on the automated impella controller (aic). Troubleshooting was done but unsuccessful. The aic was exchanged to resolve the issue. There was no patient involvement.

Manufacturer narrative:
The automated impella controller data logs and console were returned for evaluation and analysis. Data analysis demonstrated that logs were consistent with what was reported in the complaint. Instances of battery failure (transport connection blown/missing) alarm and battery failure (low voltage) alarm were observed in the imc logs. The console was tested after arriving in field service, and the reported battery failure was able to be reproduced. Results of running batttest utility revealed that cell 3 of battery 2 had a voltage of 0mv. Isolative testing was done by swapping battery 2 with a known good one which resolved the alarm. A product history review was completed, and no action was required as a result of this review. In conclusion, the root cause of the battery failure was determined to be cell imbalance in battery 2.